Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that eleven days post-implant, the patient was found deceased. Upon interrogation in the mortuary, multiple episodes of ventricular fibrillation (vf) were noted at the time of passing and the patient received seven appropriate shocks. Between the sixth and seventh shock, some undersensing was noted. The physician queried as to whether the ventricular pacing post-shock captured appropriately. The right ventricular (rv) lead remains in-situ. It was further reported that significant delayed detection was observed. It was further clarified that the patient exhibited atrial fibrillation (af) with undersensing and oversensing of both the right ventricular (rv) lead and right atrial (ra) lead. A fracture of the ra lead was suspected. An inappropriate shock was delivered by the rv lead which cardioverted the atrial arrhythmia.

Manufacturer narrative:
Continuation of d10: product ID: ddpa2d4 ICD rsm697962s, implanted: (B)(6) 2026, explanted: (B)(6) 2026. Product ID: 6935m62 lead implanted: (B)(6) 2026, explanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.